Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
Visual inspection: the insert was returned in damaged condition. The damage to the posterior features of the device suggest that trapped debris contributed to the reported inadequate locking. Damage to the anterior face of the device bisects the locking wire groove. Based on the damages to the device it is believed the device was not partially seated into the baseplate due to debris. Functional inspection: the damage to the device renders it non-functional. Dimensional inspection: not performed because the dimensions of the device have been altered by implantation and subsequent explantation. The investigation determined the likely root cause of the event to be damage consistent with implantation attempts identified around the locking tab of the polyethylene insert. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Original 4/9mm ps poly never engaged completely into tray. Poly revised.

Event description:
Original 4/9mm ps poly never engaged completely into tray. Poly revised.